Manufacturer narrative:
(B)(4). The insulin pump had a cracked case at display window corner, battery tube threads, and reservoir tube. The reservoir tube lip was completely broken off. There were minor scratches to the display window. There was no damage on reservoir tube o-ring.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer¿s blood glucose level was 115 mg/dl. Troubleshooting was performed. Customer advised the reservoir rim around the reservoir was broken in half and the insulin pump had a completely broken reservoir tube lip. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.